Event description:
It was reported that during a hepatic resection procedure, the device was difficult to open on the fourth reload. A new device was opened to complete the case with no patient consequence.

Manufacturer narrative:
H6: damaged release button. Evaluation summary: one device was returned with soiled in dry body fluids and with no other visual non-conformances and with no cartridge loaded. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes; however, the firing trigger did not go back to its original position after each stroke and the cut line was noted to be jagged due to a damaged knife. If the device is fired over an already existing staple line or hard object, the knife can become damaged. Device was disassembled to verify the condition of the internal components and the release button post was broken. Event described could not be confirmed as the device opened and closed without any difficulties noted.